Manufacturer narrative:
Section h6: additional information.

Event description:
It was reported that infection began in (B)(6) of 2019 and was originally treated with ciprofloxacin.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's original driveline infection started in (B)(6) 2019 but no organisms were identified. On (B)(6) 2019 patient had complaints of muscle cramps and pain at the driveline. Culture returned positive for pseudomonas aeruginosa. Patient was started on doxycycline hyclate 100mg bid. They were no longer on the medication at the (B)(6) 2019 visit.